Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Requested to check the display cable especially on the display side. Received updates from the customer that the cables were inspected and it was placed properly. The screen remains completely black then was changed into white for a moment. The display did not change after pressing the power button. There was no audible sound after clicking the screen. The main electronics was replaced. The customer reported that the unit booting up properly with alternating current but with batteries of the unit it is not starting up after 3 minutes. The customer noticed the burnt smell. The customer was advised to connect two known good batteries and check the unit if can work normally.

Event description:
Customer reported that the bellavista 1000 is not turning on and the screen changes to white for a moment then will change into black. The screen does not change to completely white. Burnt smell is also noticeable. There was no patient involved associated in this event.